Event description:
During an atrial fibrillation procedure, the catheter was inserted through an sl1 introducer and into the right atrium. When attempting to insert the catheter, it could not be advanced into the introducer. Upon removal, the catheter was noted to be fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One decapolar, spiral loop, inquiry afocusii diagnostic catheter was received for evaluation. A bend in the catheter shaft was noted 1.80¿ proximal to the sprial loop/shaft transition. The catheter loop shaft containing electrode rings 1-4 was noted to be fractured and detached. The detached portion of the catheter shaft was not returned with the device. The outer diameter of the catheter shaft met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage could not be conclusively determined. The instructions for use artmt100098581 ver. C inquiry afocus instructions for use (IFU) states, ¿see diagram for instruction on inserting the distal tip section of inquiry¿ afocus¿ catheter into the introducer (not included) using the protective sheath.¿